Manufacturer narrative:
The event occurred in the USA during a system restore. It was reported that the pump drive latch will not retract unless force is applied. An excessive amount of force is needed to operate the latch. No harm to any person has been reported. As a defective pump drive latch could lead to decoupling of the disposable and cardiohelp, a report is required. A getinge technician was sent for investigation on 2026-06-12. The technician confirmed that there was no dirt no dust on the latch mechanism. The latch mechanism was cleaned and greased but the failure remained. The sensor panel was replaced. The technician performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. The failure was analyzed by the getinge life-cycle-engineering for a possible root cause, with the following conclusions: the alignment of the axle of the pump drive latch may have been distorted due to an impact, which caused the mechanism will become sluggish. According to the risk file v24 of the cardiohelp device the following root causes can lead to the reported failure: - caused by loose connections caused by: - fall of device. - unsafe position / mounting / movement of device. In the cardiohelp instructions for use (IFU) chapter "using the emergency drive with the disposable hls retainer" is stated that the emergency drive can be used to manually control the blood flow in case of a failed cardiohelp. Additionally, in chapter ¿position of use and operation and positioning of the cardiohelp-I¿, it is stated that the operating position requirements of the attached disposable must be complied with. In chapter ¿attaching the disposable for the hls retainer¿, it is stated to check that the disposable is securely attached. The review of the non-conformities has been performed on 2026-06-11 for the period of (B)(6) 2013 to (B)(6) 2026. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on 2013-05-24. In addition, a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. Based on the results the reported failure "latch pump drive hard to retract" could be confirmed. This complaint was found in the database of customer complaints for the cardiohelp device as a single event (timeframe from (B)(6) 2025 till (B)(6) 2026). The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary's trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
The event occurred in the USA during a system restore. It was reported that the pump drive latch will not retract unless force is applied. No harm to any person has been reported. As a defective pump drive latch could lead to decoupling of the disposable and cardiohelp, a report is required. Complaint ID (B)(4).